Event description:
During a normal device testing/inspection, it was reported that the device displayed all icons and failed to power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control is anticipating the device return to the manufacturing facility for analysis and continues to investigate the reported problem. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.